Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stim extension body was found to not be straight new out of box. Fdm code (B)(4) no longer applies. Product analysis #(B)(4): analysis information -- (B)(6)2018, 19:19:25 cst pli# 10 product ID# 37086 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the body of the extension was not straight. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. {outer insulation is kinked. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the extension never came into contact with the patient and a different extension was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an extension. Patient in formation/involvement unknown. It was reported the rep said the healthcare provider (hcp) noticed the extension having a kink in it, thus decided to not use it. The rep was to send it back for analysis. No symptoms or further complications were reported as a result of this event.